Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient experienced chest discomfort with activity following the pacemaker implant. The device was reprogrammed and remains in service. The patient also made suggestions regarding the improvement of device follow-up procedures in order to improve the level of care patients receive. No further patient complications were reported as a result of this event.